Event description:
Pt stated that, 3-4 months ago, he rec'd an e5 (depleted battery alarm), but no a5 (low battery warning). He stated that he had rec'd the recall letter, and he was further educated on the recall. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation. The company representative was unable to gather any additional information from the pt.

Manufacturer narrative:
No product will be returned for evaluation.